Event description:
The patient's generator was replaced on (B)(6) 2018. The implant card marked that the reason for replacement was "prophylactic." Return of the explanted product is not expected. No further relevant information has been received to date.

Event description:
It was reported through clinic notes that this patient had chest pain over the location of the vns module. The patient's pain was described as a 5 out of an unknown limit. The notes also indicated that the patient would be referred to surgery for vns location assessment. Follow-up from the doctor indicated that the patient's pain was related to both vns stimulation and presence of the device. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.